Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 1.1 inr. Caller was sent to the hospital and 4.5 hours after testing 2.5 inr he tested 1.4 inr on a lab value. Caller was diagnosed with a leg thrombosis and was admitted to the hospital overnight. No treatment information available. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.